Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized for hyperglycemia and diabetic ketoacidosis (dka) on (B)(6) 2018 and (B)(6) 2018. It was reported that the customer had high blood glucose levels of 33.0 mmol/l. It was reported that the customer current blood glucose level was 10.4 mmol/l. It was reported that the customer was using the insulin pump within 48 hours of reported high blood glucose event. The was treated with insulin infusion at the hospital. It was reported that the customer stated that the insulin pump received no delivery and motor error alarms. The customer declined to perform the troubleshooting during the call. Product is expected to return for analysis.